Manufacturer narrative:
H3: five samples were received for evaluation. No discrepancies were detected after visual inspection. One of the five samples failed as a leak was detected during functional testing. The failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that in 2 sets mentioned, there was a sudden leakage of medication 24 hours after the infusion began. Per reporter, during the blincyto infusion the set started to drip at the filter, on two sets. The event happened immediately on use in the hospital. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.